Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was unable to be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the lamp issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported, during preparation for a diagnostic laryngoscopy procedure, the xenon lamp exhibited lamp error e102 when used with a clv-190 light source. Subsequently, the intended procedure was completed with a similar device, with a delay of not more than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
No serial number was provided. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the lamp could hardly be lit up and the brightness was insufficient, which was due to its early deterioration. It was also noted, there was a sound of popping when the lamp was lit, making it difficult to light it. The appearance of the lamp was normal, and the heat dissipation adhesive was applied normally, and there was a slight deviation between the cathode and anode inside the lamp. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.